Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a fusion of the mtp using 3.0 small headless compression screw, ar-8630-32, the screw head broke off during insertion. The insertion was done by hand. Surgeon attempted to remove the screw and was only able to remove part of it. The other piece was left in the patient without any further incident. Additional information provided 10/7/2020: half of the screw was left un-retrieved from the patient. The patient's bone quality was hard and was prepped with a k-wire, appropriate size drill and countersink, was put in by hand. The case was completed by removing about half of the broken screw, then fused the mtp with 4.0 cannulated screw (not arthrex).

Manufacturer narrative:
Complaint confirmed. Visual observations on the returned ar-8630-32 headless compression screw showed the screw broke right after threads of the head screw. It was also observed that the shaft is bent. Critical dimensions were not measured due to the deformations on the screw head and the breakage of the screw. A most likely cause for this event includes improper bone preparation prior to insertion and bending/leveraging the screw while inserting into hard bone.